Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a replace system controller alarm was confirmed via log file analysis. The heartmate ii system controller (serial number: (B)(4)) was returned for analysis and a log file was submitted and downloaded for review. The controller was evaluated and was able to support a mock loop for an extended duration without any issues or alarms activating. The submitted log file contained events spanning approximately 18 days ((B)(6) 2021 per the timestamp). A replace controller alarm was active on (B)(6) 2021 at 17:21:22 accompanied by a yellow wrench alarm and an lcd fault. The replace controller alarm and the yellow wrench alarm were activated due to the lcd fault. The alarm resolved by itself. Pump operation was not affected. No other notable alarms were observed in the log file. The downloaded log file contained events spanning approximately 12 days ((B)(6) 2021 per the timestamp). Events occurring on (B)(6) 2021 were recorded during testing at abbott labs. A replace controller alarm was active on (B)(6) 2021 at 07:35:05 accompanied by a yellow wrench alarm and an lcd fault. The replace controller alarm and the yellow wrench alarm were activated due to the lcd fault. The alarm resolved by itself. The driveline was disconnected on (B)(6) 2021 at 08:23:38 for a system controller exchange. No other notable alarms were observed in the log file. The lcd fault was active several other times throughout both log files but was not active long enough to activate an auditory/visual alarm. Per the pocket controller release report this issue is a residual software anomaly that is being monitored. Pump operation was not affected. A root cause for the reported event was unable to be conclusively determined through this investigation. During the investigation there was an incidental finding of fluid ingress. Green fluid was found on the ribbon cable of the backup battery. Additionally, fluid ingress was found on the white power cable¿s strain relief. The controller was opened, and the cables were stripped of their outer jacket; however, the source of the fluid ingress was unable to be found. No fluid ingress was found within the cables nor the controller. The device history records were reviewed for the system controller (serial number: (B)(4)) and was found to pass all manufacturing and quality assurance specifications. The product was shipped on (B)(6) 2017. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including, replace system controller, yellow wrench advisory, and lcd fault alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate ii instructions for use (IFU) section 3 ¿ ¿powering the system¿ and the heartmate ii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly use the 14v battery clips and 14v li-ion batteries. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient came into the clinic for a routine visit. The patient's log files showed 3 lcd fault alarms and 1 replace system controller alarm. The system controller was exchanged in clinic on (B)(6) 2021 and returned for evaluation. During evaluation, fluid ingress was found.